Event description:
It was reported that customer received a tandem mobi not enough insulin alarm when cartridge contained no insulin and customer needed more insulin to fill tubing than was available. There was no adverse impact to the customer¿s blood glucose level. Customer was not able to add insulin to cartridge, so technical support explained required minimum insulin amounts, recommended a higher fill volume, and walked customer through filling and loading new cartridge, after which customer successfully resumed insulin therapy and issue was resolved.